Event description:
Kci identified the activ.a.c.¿ ion progress¿ remote therapy monitoring systems had a collapsed power button/switch during the repair process. The power switch was replaced. There is no patient or injury associated with this event.

Manufacturer narrative:
MDR 3009897021-2020-00416 submitted on 03-sep-2020 noted that it was a summary of multiple events found in repair and multiple sections were inadvertently left blank. Correction this report is for one event associated with serial number (B)(6). Information in b5 and h10 have been updated to reflect such and blank sections were completed. Section g5 PMA/510(k) noted k063692 correction section g5 PMA/510(k) k201571. Section g7 type of report was blank correction section g7 type of report 30-day. Based on the corrections; kci's assessment remains the same. During the repair process, kci found evidence that the device had a collapsed power switch dome. The power switch was replaced. There is no patient involvement and there is no injury reported to kci associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if the malfunction were to recur. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Manufacturer narrative:
Additional device information for malfunction events summarized in this report: date of event: the malfunction events occurred between (B)(6) 2020 and (B)(6) 2020. Serial #: additional serial number included in this summary report: (B)(4). Unique identifier (UDI) #: (B)(4) and (B)(4). Date received by manufacturer: ci identified the malfunction events between 09-apr-2020 and 08-may-2020. Device manufacture date: the devices included in this summary report were manufactured between 01-feb-2018 through 09-aug-2018. During the repair process, kci found evidence that the devices each had a collapsed dome. The power switch was replaced. There is no patient involvement and there are no injuries reported to kci associated with these events. Kci is reporting these events found during the repair process as device malfunctions that have the potential to result in injury if the malfunction were to recur.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. Kci identified the activ.a.c.¿ ion progress¿ remote therapy monitoring systems had collapsed power buttons/switches during the repair process and the power switches were replaced. There are no patients or injuries associated with these events.